Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy, the white sheath came of while the anchor was being deployed, this resulted in t2 non deployment. The anchor was removed. The procedure was completed with a back up device with significant delay or patient injuries reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the depth limiter straw came off during deployment. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: inadvertent dislodgment of the depth limiter. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.